Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the electrodes were returned for evaluation. Evaluation of the electrodes received and a retained sample of electrodes, did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device had an impedance issue. No further information is available. Complainant indicated that there was no patient involvement in the reported malfunction.